Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed an eye being implanted with a monofocal lens claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system, model dcb00. Two (2) scratch/crack like marks with triangular shape were observed in the lens paracentral area and in its midperiphery. Per the marks location, these can potentially cause patient visual distortions in the event the lens remains implanted; however, the definitive clinical impact as well as the incident potential root cause cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens is defective. The issue was identified after implantation. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(6) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: unknown/not provided. Section e1 - initial reporter first name and email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.